Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized. Blood glucose value started at 75 mg/dl and went down to 60 mg/dl. Customer stated that the insulin pump was showing she still had 20 units of active insulin on board and blood glucose level was dropping. Customer called the doctor and was advised to give glucagon shot and go to the emergency room. Customer gave shot and ate some glucose tablets. Blood glucose at the time of the admission was 160 mg/dl. Nothing further reported.